Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, the data issue was confirmed based on memory review performed. The patient log had unknown log type entries and a corrupted lifetime episode counter. This is covered under a corrective and preventative actions (CAPA).

Event description:
It was reported that, during a device follow-up, the estimated remaining battery longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be at 20 percent remaining. Additionally, the physician observed an episode count of 34305. A request was made to have data from this device analyzed. Regarding the remaining longevity, data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. Regarding the high episode count, data analysis showed there were no suspicious faults or resets, and the anomalous treated episode counter was detected by the device and fixed. The device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that, during a device follow-up, the estimated remaining battery longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be at 20 percent remaining. Additionally, the physician observed an episode count of 34305. A request was made to have data from this device analyzed. Regarding the remaining longevity, data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. Regarding the high episode count, data analysis showed there were no suspicious faults or resets, and the anomalous treated episode counter was detected by the device and fixed. The device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.